Event description:
It was reported that there were dislocated condyles, and there will be a maxilla revision performed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Update: h6. The reported event is confirmed based on the analysis of the post-operative scans of the patient. In conclusion, the intermediate splint did not sit correctly in the patient¿s denture. This led to a fixation of the bite in an incorrect position. Due to this the mandibular component of the tmj devices was misplaced. At a later stage in surgery this consequently resulted in an incorrect maxilla position which was fixed with another plate. Scar tissue from prior procedures may have contributed to the difficulty but could not be confirmed.

Event description:
It was reported that there were dislocated condyles, and there will be a maxilla revision performed.